Manufacturer narrative:
The field service representative (fsr) confirmed the reported complaint. The fsr replaced the ccm. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) would not turn on. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the central control monitor (ccm) to lab use only (luo) testing equipment. When powered on, there was no visible screen output. The fans were turning, and there was information on the screen but the backlight was not illuminating, which made the display information difficult to perceive. The pst used a light to assist to see the screen information. The inverter voltage was verified to be within specification. The pst installed a luo inverter and no backlight was observed. It was determined that the ccm display did not meet specification.   The product will be sent to service to be brought to manufacturer's specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.